Manufacturer narrative:
No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during this target market release (tmr), with a patient in bypass (non pulsatile mode), with this alta hemosphere monitor, the cerebral adaptative index (cai) value in tile was high since it was not updated with the 20-second mean arterial pressure (map) or live absolute map on the arterial waveform as intended. The live map value was correctly displayed on the monitor. There was no alarm nor error message displayed. This problem was not experienced when patient was not on bypass (pulsatile mode). There was no allegation of patient injury. There device was not available for evaluation.

Manufacturer narrative:
Added information to section h6 (type of investigation) updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the serial number involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Investigation identified that this issue was caused by a software defect in the skynet main gui (v2.0.5) software which is part of alta 2.0 monitor. Product risk assessment was initiated.